Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy bag. The cause of the peritonitis was unknown. Five days prior to receipt of this report the patient was hospitalized for abdominal pain, nausea and dehydration and subsequently was diagnosed with peritonitis (following day). The same day as the peritonitis diagnosis the patient was discharged. At the clinic, the patient was receiving intraperitoneal fortaz 1g daily (duration not reported) for the treatment of peritonitis. Seven days after the peritonitis diagnosis, the pd catheter was removed, the patient was switched to hemodialysis and the pd nurse reported the patient was not recovered and continued receiving treatment for the peritonitis. The following day the patient was readmitted to the hospital to continue the peritonitis treatment and was discharged five days later. At the time of this report the outcome of this peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.